Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2008 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 and on (B)(6) 2008 additional mesh was implanted due to incontinence. It was reported that patient underwent mesh removal/revision on (B)(6) 2008. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.